Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
It was reported that after the 1st IV bag connected with the needle set for 3 days, the nurse attempt to replace the 2nd IV bag, then found that the needle set could not be connected with the 2nd IV bag (brand lily) firmly.